Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Based on the results of the investigation, the root cause of the event could not be determined. However, it is possible that an abnormality occurred in the image sensor unit, which led to the occurrence of the event. As for the cause of the abnormality, it was thought that the electrical insulation failure at the tip of the scope, the torn cable, and the chipping or damage to the curved rubber at the insertion point were confirmed. Therefore, it was possible that the tip was bumped during handling or external stress was applied to the insertion part, and the internal image sensor unit may have been damaged due to the impact, but it was not identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the flex deflectable videoscope had a blackout. The issue occurred during a therapeutic laparoscopic appendectomy procedure. The procedure was completed using the same set of equipment after the connector was reconnected and the power was turned on to resume. There were no reports of patient harm or injury.